Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown orthopedic salvage system assembly, catalog#: unknown lot#: unknown. Unknown orthopedic salvage system femoral, catalog#: unknown lot#: unknown. Unknown orthopedic salvage system tibial tray, catalog#: unknown lot#: unknown. Unknown orthopedic salvage system other components, catalog#: unknown lot#: unknown. Unknown orthopedic salvage system stem, catalog#: unknown lot#: unknown. Unknown orthopedic salvage system femoral bushing, catalog#: unknown lot#: unknown. Unknown orthopedic salvage system tibial bushing, catalog#: unknown lot#: unknown. Unknown orthopedic salvage system yoke, catalog#: unknown lot#: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11062, 0001825034-2018-00241, 0001825034-2018-00242, 0001825034-2018-00243.

Event description:
It was reported that the patient underwent revision surgery due to unknown reasons. The bearing, assembly, and diaphyseal segment were removed and replaced. It was noted by the surgeon that the axle had a scratch in the portion that makes contact with the yoke. The surgeon further noted that there were no product issues and that the patient¿s tissue was colored black around the prosthesis. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.